Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure being performed: na. Detailed description of event: [name]l hospital. Report from the sales rep via email; unopened product was checked at [facility] and found to contain hair and was not used. This unit will be returned. Patient status: na - before use. Type of intervention: na - before use.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na detailed description of event: [name]l hospital report from the sales rep via email; unopened product was checked at [facility] and found to contain hair and was not used. This unit will be returned. Patient status: na - before use type of intervention: na - before use.